Event description:
In 6/2000, pt's atrial lead found to be nonfunctional with impedance of greater than 3000 pacemaker was reprogrammed to vvir. Md chose to remove atrial lead in order to provide pt with dual pacing abilities. The leads were tested after the generator was removed and the atrial lead was found to function appropriately with normal impedance and threshold. However, when the atrial lead was reconnected to the ventritex pm generator, the same thing happened with impedances of greater than 3000 and increased thresholds. A new generator was then implanted using the same leads.